Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a sinus infection. Cough and a spot on the lung. The patient alleges that the device has a strange odor and overheats. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused a sinus infection, cough and a spot on the lung. The medical intervention that the patient received in response to the event is currently unknown. After the final attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on dec 19 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused a sinus infection, cough and a spot on the lung. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it.·tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Manufacture was able to confirm the presence of degraded sound abatement foam. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure.missing 3 non-slip pads on bottom enclosure. Using a known good power supply and power cable, manufacturer verified the base unit provided airflow.the device's downloaded event log was reviewed by the manufacturer and found 32 errors. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, also unable to confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer was unable to directly address the symptoms outlined in the complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.